Manufacturer narrative:
Concomitant medical devices:ddmb2d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) and possible noise/oversensing. In addition, the right atrial (ra) lead exhibited oversensing noise as observed on the atrial electrogram. The rv and ra lead remain in use. No patient complications have been reported as a result of this event.